Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator would not operate on ac power. The manufacturer's service technician verified the reported problem. The service technician replaced the power supply to correct the reported problem. Applicable final testing was performed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.